Event description:
Procedure: ventral hernia repair. According to the rptr: the mesh tore when the pt coughed. The pt was taken back to the or and polypropylene was used to correct the tear. It was applied under tension. The pt status was reported as fine.